Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during an infusion of treprostinil using a 100ml smiths medical cadd medication cassette with flow stop, the pump exhibited a ?no disposable, clamp tubing" alarm. Per reporter the alarm occurred on two pumps after twenty-four hours of use. It was reported that 51 ml remained in the cassette. No adverse patient effects were reported. Per reporter, no further details were provided.